Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. Theperformance of the lead was scrutinized, including a visual, mechanical and electricalinspection. During the visual inspection, approx. 39 cm distal to the df4-connector pin a puncture inthe insulation was found. It is reasonable to assume, that the puncture resulted from thesurgery. Blood penetrated the lead in this area.with regard to the issues mentioned in the complaint description, the analysis of the leaddid not show any deviations. The values of the parameters measured during the electricalanalysis were within the technical specifications.the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - an inappropriate therapy was conducted due to noise detection, two days after implant. An additional check was done after 1 hour and the therapy setting was turned off. The rv pacing threshold was over 7.5v/1.5ms and sensing amplitude had been changed from 10mv to 2mv. No measurement changes were observed for the pacing impedance and the shock impedance. This lead was explanted and returned for analysis.